Event description:
A baxter quality associate reported a 3 liter bag that revealed that a tip of one spike was black - as if burnt. There was no patient involvement and no medical intervention required. This condition was discovered before use. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed due to a defect created from the moulding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.